Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The device was returned to the manufacturer for analysis due to inability to removed water from the pump reservoir or to fill with drug. The device was not implanted in the patient. The hcp was not comfortable implanting the device due to this issue.